Event description:
The patient was revised because of pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, the patient reported large physical stature and high activity level are possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.